Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced event on (B)(6) 2025 where infusion set tubing was detached from connector. The issue occurred with one infusion set used within eight to nine hours. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint: (B)(4) has been evaluated. The batch: 6008733 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code tubing detached from tubing-tubing connector. Complaint investigations: 1 used set was provided for investigation, also the reference samples from the lot have been requested. The following tests were performed: visual test according to wi version 2, the returned sample test could not be performed due customer only returned one cannula with serter. Functional test: static pull tubing-tubing connector, according to wi version 1, the returned sample, test could not be performed due to the condition of the sample. On the reference samples a visual test according to wi version 2, was performed and 10/10 samples passed the test. On the functional test: static pull tubing-tubing connector, according to wi version 1 was performed and 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the 6008733 was manufactured according to the wi version 28 manufactured in the line inset 30, on 19/aug/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 27-may-2025, against malfunction code tubing detached from tubing-tubing connector and lot: 6008733 and one other complaint has been registered in database since the last 12 months. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, only one complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.